Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician had to break the handle to remove delivery device. The patient was not injured following the procedure.